Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: dtba1d1 crt_d, implanted: (B)(6) 2016; 4194-88 lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2016. The initial reported event of infection was received on 07-aug-2018. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2018. Information was subsequently received on 05-sep-2018 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to infection. The right ventricular (rv) lead was returned to the manufacturer, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.